Event description:
It was reported that during the surgery the oscillation function on the shaver hand piece stalled and then refused to work again. The forward and reverse functions continued to work as usual. This malfunction caused difficulties in debriding the soft tissue. The surgeon used a rf wand to continue with the surgery. No patient injury was reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.